Manufacturer narrative:
A siemens customer service engineer (cse) visited the customer site. The cse found reaction cuvette bath oil contaminated. The cse flushed the reaction tray wash unit (wud) to ensure it was clean and removed the contamination from the oil. The cse refilled the unit and replaced the cuvettes. The cse also replaced and cleaned a dirty pump leaf valve. The cse ran lamp energy/ cell blank, which passed. The customer ran quality controls, which were within range. The cause of the discordant un, co2, cre2, and glu results on a patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant results were obtained on urea nitrogen (un), carbon dioxide (co2), creatinine (cre2), and glucose (glu) methods on one patient sample on the advia 1800 instrument. The discordant results were reported to the physician(s). The sample was repeated on the same instrument and expected results were obtained. The patient was redrawn and the sample was tested on an alternate instrument, resulting similar to the repeated results. The customer reported the corrected results to the physician(s). Additionally, the customer stated that they noticed the results that were not matching with the previous values. The customer repeated the results on an alternate instrument and obtained corrected results. The customer stated that this issue had occurred on multiple tests and samples. The data was not provided for this issue. There are no known reports of patient intervention or adverse health consequences due to the discordant results on multiple analytes.